Event description:
The hospital reported that prior to the vein harvesting procedure, the tip detached from the unit. No impact to pt was reported since the unit broke while the assembly was being performed.